Event description:
The customer further reported that the utilized scope was defective. The issue was not related to the clv-190. The scope will be returned to olympus for repair.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty/defective qb and bi board. In addition, bezel damage on the upper left corner was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor is unable to display image. In addition, the controls were unavailable on the screen. The customer attempted to power off and unplug the device however, the issue persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is because the qb and bi boards malfunctioned. It could not be identified why the qb and bi boards malfunctioned however, it seemed like the malfunction was caused by aging deterioration because it has been 7 years since the subject device was manufactured. Olympus will continue to monitor complaints for this device.